Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/24/2017 with the following findings: a review of the pump black box data showed cs 052 and 054 errors on the date of the event. During testing, the pump powered on with a test battery cap with audible tones and vibration alert functioning, but the display screen remained blank. The pump case was removed, and there was evidence of moisture damage throughout the inside of pump. Further testing was could not be performed due to the blank display caused by internal moisture contamination. During investigation, the complaint of the call service alarm issue was not able to be adequately investigated due to the inability to do 24 hour testing.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.